Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: this is report 1 of 2 for (B)(4). It was reported by the sales rep in united kingdom that during a periprosthetic fracture fixation procedure on (B)(6) 2022, it was observed that the surgeon was not able to release the gun device from the cable device after tensioning. According to the report, it took the surgeon a few tries to be able to release it. At the next cable insertion, he was not able to pass the new wire through the device. Another like devices were used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) cable tensioner with pistol grip device. This complain involves two(2) devices.